Event description:
Hill-rom tech alleged the left siderail bolt that secures the bottom of the latch to the siderail welded assembly and the left siderail could not be latched.

Manufacturer narrative:
Technician installed a new bolt and the left siderail functioned properly. There were no alleged injuries.